Manufacturer narrative:
(B)(4). Concomitant medical products: kit xbb44b. Manufacturing date: 06/03/2015. Expiration date: 01/31/2020. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a gastric bypass procedure, during the stapling with white load, there was a different sound and it was observed that the clip did not staple until the end. It observed that the staples were in the stapler groove. It was necessary to perform another stapling and even with this problem the doctor could perform stapling, but he used a scissors to cut because he clipped to the half load and the device did not cut. The surgeon held reinforcement of staple line with the thread. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # m53d7c. The analysis results found that the ats45 device was received with the firing mechanism damaged and with a 6r45b cartridge loaded on the device. The reload was received partially fired 1/2 and with the lockout spring normal. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the pinion axle support was found broken. While no conclusion could be reached on what caused the firing mechanism to fail, it is possible that the device was attempted to fire on ticker tissue then indicated or attempted to fire trough a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4).